Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We ,therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin did not exit the infusion set. Customer reported no scar tissues, no leaks in tubing, no bent cannula, and no cloudy insulin. Customer's blood glucose was 400 mg/dl. Customer treated high blood glucose with insulin injection. Customer reported there were multiple threshold suspends alarms. After troubleshooting, customer was advised a tubing clamp will be sent to perform the high pressure test. Customer was advised to monitor the device. Customer will not be returning the device for analysis.